Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight.

Event description:
Additional information was received that lead fracturing was observed. As a result of the lead issues, surgery occurred to explant and replace the leads, which resolved the issues.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-02779. It was reported that the patient experienced a few falls, and therapy was auto-reducing. The "strength was decreased / the generator could not deliver the desired strength" error was observed. A manufacturer representative met the patient and confirmed the presence of high impedances at the lead contacts.. As a result, surgery may occur to address the issue.